Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2017 with blood glucose of 101 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer used food and a glucagon shot to treat. The customer was wearing the insulin pump during the incident. The customer has been getting lows and they believe the pump is giving her too much insulin. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly was noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.